Event description:
A trilogy o2 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator service required error code relating to 'oxygen blending module (obm) accy urgent service' was found in the device's error log. The obm air flow sensor failed, and the service technician states that the oxygen blender printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, the 200/02 sensor pca was replaced due to a service test pass. The piezo speaker 2 was replaced due to sound distortion. The trilogy o2 pm1 kit, internal battery, capacitor, battery fan, exhaust assembly, stirring fan, and 43 microns filter were replaced for maintenance. The trilogy detachable battery pack was not replaced due to a backorder. The customer will be notified when the stock replenishes. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.